Event description:
Used my mother's clear care hydrogen peroxide contact lenses cleaner as an overnight lens soak and burned my cornea when I put the contact in my eye. This cleaner should be prescription only. The shape of the bottle looks like any other solution and the red cap and small labeling are not enough to protect people. Is the product over-the-counter: yes. Did the person stop after the person reduced the dose or stopped taking or using the product: no. How was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018.